Manufacturer narrative:
Investigation: per the customer, the operator estimated that the air bubbles would have been approximately 5mls all together. The customer returned the blood warmer tubing with the terumo bct return luer attached. The luer connector with the injection site was not returned. Approximately 4" of air was dispersed throughout the center section of the tubing. No air bubbles were greater than one inch in length. No dry blood or other apparent signs of a leak were noted at the luer connection or the rest of the tubing. The luer connection and tubing was leak tested under 10psi air pressure. No leaks were noted. No other defects or mis-assemblies were noted. Several small clots/clumps were noted in the tubing. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that during prime on a therapeutic plasma exchange (tpe) procedure, the operator noted air bubbles in the blood warmer tubing. After switching over from albumin and starting the plasma, bubbles accumulated at the end of the blood warmer tubing and started to dislodge and travel down the blood warmer tubing. Patient is stable and no follow-up was required. The customer declined to provide the patient's ID. This report is being filed due to device malfunction that has the potential for injury.